Manufacturer narrative:
Product complaint # (B)(4). UDI: unavailable. (B)(4) has been informed that the catalog number and lot number are not available. Associated medwatch #: 1221934-2017-50129.

Event description:
It was reported by the sales rep that the customer's expressew iii without hook would not retract the needle back into the gun once it was fired during a rotator cuff repair. The case was completed with another like device. There were no patient consequences or delays. The device is being returned. The produce code and lot number of the expressew needle used in this event is unknown.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4)¿ incomplete the lot number is not currently available. Associated medwatch report number: 1221934-2017-50129.

Event description:
It was reported by the sales rep that the customer's expressew iii without hook would not retract the needle back into the gun once it was fired during a rotator cuff repair. The case was completed with another like device. There were no patient consequences or delays. The device is being returned

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is not currently available.

Event description:
After 3 attempts for additional information and the device return status, no response was received. The complaint will be closed using the information currently available.